Manufacturer narrative:
Analysis: the device was received with the actuator components detached from the delivery catheter system (dcs) . The device was received with the capsule partially opened and the tip-retrieval mechanism was intact. The dcs end cap/screw gear snap fit was connected. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The inner member shaft and spindle hub were intact with no evidence of damage. Two tabs were observed to have detached from the male actuator component. Investigation: investigation of the delivery catheter system is pending. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, two closure devices were placed in the femoral artery. A pig tail angiographic catheter with a 0.035 x 180 hydrophilic guidewire to the left ventricle. Through the right femoral, a second 1-tailed pigtail angiographic pigtail catheter was fed to the ventricle. Contrast injection performed with both catheters confirmed placement. The first pigtail was positioned at the height of the aortic annulus and one medtronic guidewire was positioned at the tip of the left ventricle (lv). The evolutr 34 millimeter (mm) valve with a 16f ¿femoral d introducer¿, progressed with the delivery catheter system (dcs). During release of the valve, the release system (dcs) seized; handle components separated. This made it impossible to release the valve and required the replacement of the medtronic guidewire. The staff elected to replace both medtronic guidewires and the delivery system. The same valve via the new dcs was positioned at the height of the aortic ring, performed high heart rate with max pacing and successfully released and implanted the valve with ¿great¿ angiographic and echocardi ographic results. The patient was intubated per standard practice and not the result of a medtronic product. Prophylactic antibiotics were administered. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject delivery catheter system (dcs) was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. The device was received with the actuator components detached from the dcs and the snap fit tabs on the actuator were observed to be broken. There was no other evidence of damage observed. Actuator separation is associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic will continue to monitor for similar events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.